Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator the battery was not charging properly/ intermittent. The ventilator was not in use on a patient at the time of the reported incident. The service engineer installed a new battery to correct the issue. Unit passed all tests and calibrations per manufacturing specifications.